Manufacturer narrative:
(B)(4) date sent: 7/29/2016. Batch # (B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? It was in the green area. What confirmation was received that the device was fully fired? There was audible feedback. Was the staple line complete? Incomplete. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? No. The mucous membrane was not cut through thoroughly. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. How was the bleeding controlled? The bleeding happened soon after the surgery, the surgeon operated a revision surgery to the patient to fix the bleeding. How much blood was lost (ml)? It was not told. Did the patient require a blood transfusion? No. If yes, how many units were given? Na did the patient¿s plan of care change based on the bleeding? It was not told. What is the current status of the patient? The intestinal mucosa at the staple line was torn and retroperitoneum torn. The surgeon operated a revision surgery to fix it. And the patient is in stable condition now. The analysis results found that the cdh21a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that after a gastrointestinal endoscopy procedure, the device was used to anastomose the ileum. There was errhysis detected soon after the surgery. Further information is to be confirmed. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). The analysis sent for this file, 3005075853-2016-04274, was sent in error. The device returned belongs to 3005075853-2016-03255. The device related to this file will not be returned for analysis.